Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to inadequate stimulation wherein the leads were replaced. There was no device malfunction suspected. The patient was reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm additional information was received that the patient underwent a lead revision wherein the leads were removed.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.